Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned as of 13 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. As per manufacturing: dhrs are legally kept for 7 years after the batch creation date. Lot number 1318951 was manufactured on january 2012 (8 since batch creation date), thus the DHR for this lot number is no longer available. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that while using syringe 0.5ml 8mm 90 bx 450 mo the needle has broken at the injection site and separately in the drug vial. The patient was able to remove the needles with a hemostat. No medical intervention or injury were reported. The following information was provided by the initial reporter: "consumer reported needle break off in the injection site and also in the vial. Consumer was able to remove the needles with a hemostat, no medical intervention, no injury. Consumer first said he purchased them from his pharmacy, then said he is using donated syringes. Needle broke in the injection site and also in the vial. Consumer was able to remove the needles with a hemostat, no medical intervention, no injury.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using syringe 0.5ml 8mm 90 bx 450 mo the needle has broken at the injection site and separately in the drug vial. The patient was able to remove the needles with a hemostat. No medical intervention or injury were reported. The following information was provided by the initial reporter: "consumer reported needle break off in the injection site and also in the vial. Consumer was able to remove the needles with a hemostat, no medical intervention, no injury. Consumer first said he purchased them from his pharmacy, then said he is using donated syringes. Needle broke in the injection site and also in the vial. Consumer was able to remove the needles with a hemostat, no medical intervention, no injury."